Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to clogging of the nozzle, the air supply volume did not meet standard value. The additional evaluation findings were as follows; due to wear of the angle wire, bending angle in the up direction and water removal ability did not meet standard value and the play of the up/down knob was out of standard value. The adhesive on the bending section cover had a chip, crack and white-clouded area, the plastic distal end cover had a scratch, the connecting tube had a scratch, and the scope connector had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a defective air/water supply intake. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, a foreign object was found in the air delivery channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. And the air/water nozzle was flushed with air and water. The event can be detected/prevented in accordance with the following instructions for use: ¿chapter 3 preparation and inspection 3.3 preparation and inspection of the endoscope". Olympus will continue to monitor field performance for this device.